Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4)description: linear st lead, 70cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site a week after the recent revision (MFR report #: 3006630150-2018-01111). It was reported that the incision started to open. The cause of infection was unknown. The patient was placed on antibiotics and was explanted. No further information could be obtained.